Event description:
It was reported that the patient was diagnosed with a driveline infection on (B)(6) 2023, with driveline wound cultures positive for staphylococcus epidermidis (s. Epidermidis), and drainage from the driveline exit site. The infection resolved, and the patient remained on long term suppressive doxycycline, and was stable. No other intervention/treatment was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.